Manufacturer narrative:
Summary of analysis: other than the peg bullet remaining in the sheath, the lead was normal. No mfg defects were noted which would have caused the peg to come off with the sheath. If the sheath is removed too quickly, damage to the bullet can result.

Event description:
The reporter indicated that when the physician pulled the plastic cover over the peg bullet the whole peg covered came off the screw. The date of event is estimated. No pt info is available.